Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hernia procedure, at the end of the mesh fixation, the thread broke and fell into the cavity of the patient. The surgeon had to fix again the mesh due to the breakage of the suture and the surgical time was extended by more than 30 minutes.